Event description:
Boston scientific received information that this left ventricular lead was found dislodged. As a result, another procedure was performed to revise the lead. The lead was successfully replaced with no adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.